Event description:
The customer reported to olympus, the visera pro video system center had a loose interface which caused the image to have stripes and to flicker. This happened during preparation for use for a therapeutic laparoscopic procedure. The procedure was completed with a similar device with no delays. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image was flickering with stripes due to a loose video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a loose video connector. Olympus will continue to monitor field performance for this device.